Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure that the site encountered a message saying that the da vinci was shutting down, and then the system went quiet. The caller stated that they were docked, and no one was near any power buttons. The intuitive tech support engineer (tse) viewed the system event logs and noted that the power off command was initiated at the vision side cart (vsc). The tse asked if the staff heard beeps as the system was shutting down; the caller stated no. The tse advised that the logs showed that the power off command was initiated at the vsc. The caller stated that no one was near the power buttons. The tse asked if the staff was able to power the system back on. The "da vinci is ready" message was heard on power up. The caller stated he was not sure how the surgeon was going to proceed due to the issue. The site decided to convert to a laparoscopic procedure because they were unsure of what had occurred. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the port size was increased to a 10 to use an endo stitch. The patient tolerated the change, with no injury. The patient's demographic information was provided as well.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the system shut down during the procedure, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. An intuitive field service engineer (fse) followed up with the site's clinical sales rep (csr). The csr was able to replicate the reported complaint by powering down the system from the vision side cart (vsc). No further issues were observed after multiple power cycles. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. This complaint is being classified as a reportable event due to the following conclusion: the customer converted to a laparoscopic surgical procedure after the start of the procedure due to system reportedly shutting down without the power button being pressed. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion.